Event description:
It was reported that during a three level t-pal procedure, the 10mm trial implant could not be removed from the applicator. It was noted that the knob of the trial implant had broken inside of the applicator. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present t-pal trial implants and the applicator knobs were analyzed for conformance to print specifications as well as the device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Our analysis of the material shows that the broken surface is homogenous and confirms therefore absolutely to our specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information we are not able to determine the exact cause. We can only suppose that strong hammering during the surgery has finally led to the breakage of the t-pal trial implant-shaft tip. Placeholder.